Event description:
The date of event is unknown. Customer reported the male luer disconnected from the extension set during an infusion of lipids. Reporter found the IV tubing disconnected from the extension set, on the floor, and lipids continued to infuse. No pt harm reported. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for eval. It has not yet been received. A follow up will be submitted if further info is obtained.